Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was sent to the customer's site. The cse found that the reaction cup was dirty. The cse also found that the cleaning valve was aging. The cse cleaned the needle hanging liquid, replaced the reaction cup, and replaced the cleaning valve. Calibration and quality controls (qc) were then performed and recovered acceptably. The instrument is operational after replacing the cleaning valve. The issue was resolved through routine troubleshooting. The cause of the issue could not be identified. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous patient results were obtained on a bn ii system. It is unknown how many patients were impacted or which assays were impacted. The erroneous results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.